Manufacturer narrative:
(B)(4). D10: cat# 00-7713-006-00 lot# 63304837 mod ml taper fem st 6, cat# 00-8757-050-02 lot# 63321604 continuum tm shell multi 50 hh, cat# 00-7848-023-01 lot# 62796946 kinectiv modular neck g1, cat# 00-8775-032-02 lot# 2855090 biolox delta head 12/14 32x0, cat# 00-6250-065-20 lot# 63373266 trilogy bone scr 6.5x20. G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as return was not approved by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the surgeon that the patient underwent an initial hip procedure and was revised approximately seven years later due to suspected wear of the liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual examination of the provided pictures identified the liner to have 3 screw holes which are typical for removal of the liner from the shell. No wear was seen. No other information was obtained. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.